Manufacturer narrative:
An intuitive field service engineer followed up with the site and was advised that the system was performing satisfactory, and that no further action was required. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and investigation revealed no system errors. Additional log reviews confirmed that system sk0909 was used on (B)(6)2022 for a general bypass procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the universal surgical manipulator (usm) 1 moved with unintuitive motion. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the camera was not responding. When the camera pedal was pushed, the camera did not respond, but arm 1 started moving. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the customer swap out the endoscope and reseat the drape. The customer did not swap endoscopes before ending the call. The procedure was completed with no reports of patient injury.